Event description:
It was communicated on 06oct2021 that the patient received the above alerts, but no message viewed on the system controller during the interrogation in the clinic. No alarms were heard during clinic visits. Reinforcement of education was conducted during one of the visits, and the patient demonstrated the correct procedure when switching power sources. It was later determined that the alarms were not ventricular assist device (vad) related as the alarms resolved after implantable cardioverter-defibrillator (ICD) interrogation and adjustment, and no further action was required.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm on the mobile power unit (mpu) was confirmed via the log files review. The log files spanned approximately 50 days ( (B)(6) 2021 to (B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 15:37, (B)(6) 2021 from 10:54 to 10:55, and (B)(6) 2021 at 11:39 due to the voltage diminishing to ~2.5v while the device was connected to the mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after reconnecting to a power source. No other notable alarm was observed. The returned mobile power unit, serial (B)(6), was functionally tested and connected to a mock circulatory loop for an extended period of time without any issue. The mpu functioned as intended during the analysis. Per provided information, the device was plugged into a power strip with a lamp and an in ICD interrogation device. Based on the provide hmii patient handbook, the mpu must be connected to ac outlet and not to use a portable, multiple outlet (power strip) adapters or extension cables. A root cause of the reported event was determined to be user error due to plugging the device to a power strip instead of a dedicated outlet. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(6) was shipped to the customer on (B)(6) 2018. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section-¿alarms and troubleshooting and heartmate ii patient handbook section-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. Heartmate ii patient handbook section-¿powering the system¿ advised that the user must connect mobile power unit into a properly-tested ac electrical outlet and not to use portable, multiple outlet (power strip) adapters or extension cables. No further information provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had alarms go off, but they could not recall which alarms because by the time they got their system controller out of their pocket the alarms had passed. They did state that the alarms occurred while on their mobile power unit (mpu). The clinical checked the equipment and it was clean, but they re-cleaned it to ensure that there weren't any dust particles that could hinder connections. Technical services noted that the log file captured no external power events while on the mpu on (B)(6) 2021. Additionally, there were power elevations above 10 watts, but returned to baseline on (B)(6) 2021. There were also noted intermittent indications of weak connections between the batteries and clips, which caused brief alarms. It was recommended that the battery and battery clips be cleaned, and if that did not resolve the issue, it may be necessary to replace the battery clips and possibly the batteries. It was communicated on (B)(6) 2021 that the patient exchanged their batteries and clips, and their mpu power cable to a locking cable, but the low voltage events still occurred. It was communicated that the patient was using a power strip with a lamp and an implantable cardioverter defibrillator (ICD) device plugged in as well, and it was recommended that the patient have the mpu on its own dedicated circuit and to discontinue the use of the power strip. If that did not resolve the event, it was recommended that the patient replace their mpu. On (B)(6) 2021, it was reported that all the battery clips were replaced, but the patient was still having persistent alarms. It was deduced that the alarms were due to the mpu and the patient was given a loaner, but the alarms were still persisting. The patient was scheduled for a controller swap on monday (B)(6) 2021. It was communicated on (B)(6) 2021 that the system controller was exchanged on (B)(6) 2021, but the power elevations did not resolve and the cause of the alarms was unable to be determined. It was also reported that the mpu would return for evaluation.